Manufacturer narrative:
There are no reports of trauma or other external factors that are likely to have contributed to movement of the lead. No allegations or indications of any system or component failure. Lead migration is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. Some time after the implant, the patient began to report discomfort from the system. Investigation found that one of the implanted leads had migrated and was rubbing against the spinal cord area and causing the pain symptoms. Patient was offered to revise the system to move the lead. Patient opted to remove the system. A full system explant was performed on (B)(6) 2024.